Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette detached alarm'. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was found in the event history log but not confirmed through testing. The device was working properly. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the device exhibited a 'cassette detached alarm'. The initial report description stated there was unknown patient involvement. There was actually no patient involvement.